Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05june2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported a power supply issue. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
MFR rec¿d date26sept2019 . Date of report rec¿d 27sept2019 . The customer troubleshooted with tech support over the phone. The customer ordered a new power supply and replaced the defective power supply to address the reported issue. The issue has been resolved and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.